Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance values, triggering an alert. The rv lead remains in use with the impedance alert programmed off. No patient complications have been reported as a result of this event.